Manufacturer narrative:
Insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No flashing screen noted. Insulin pump received with corroded battery tube, minor scratches on lcd window, cracked case at display window corners and reservoir tube lip.

Event description:
It was reported that the customer experienced a flashing screen whenever pressing the act button. Customer stated that they have to tilt the insulin pump to see the screen. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.